Event description:
The caller reported that the t:slim x2 pump battery would not charge, and the pump screen was dark, making it impossible to confirm if there was a power source alert in the pump history. There was no adverse impact to the customer¿s blood glucose level. The caller was advised to plug the wall adapter into an outlet known to work and wait at least 30 minutes for the pump to begin charging, with a follow-up by technical support planned. Upon follow-up customer confirmed the pump began charging after leaving the wall adapter plugged into a working outlet for 30 consecutive minutes using the original charging supplies. Battery charging issue did not lead to a pump shutdown. Pump began charging. No further assistance required.